Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that, the customer had high blood glucose of the 589 mg/dl and has been suffering from extreme highs and lows. There were instances in which his blood glucose was 79 mg/dl before bed then he will awake to a blood glucose of 400 mg/dl. The customer was unable to troubleshoot and high blood glucose was treated with bolus with pump and low blood glucose was treated via carbohydrate intake. The device will not be returned for analysis.